Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were suggested. The programming changes will be made at the next patient follow-up. No patient symptoms were reported. Device remains implanted.

Event description:
New information notes that the patient has not yet returned to the clinic for programming. The patient condition is stable.